Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was repositioned. The problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
After additional review, this claim is confirmed to be reportable. The first supplemental report submitted on 24-oct-2025, is to be disregarded.claim # (B)(4).

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim # (B)(4).